Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on the results of the investigation, the root cause of the reported malfunction could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope displayed error message (e216) on video column). The issue occurred during installation of the device. There were no reports of patient involvement.